Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint : (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the intra-aortic balloon pump (iabp) could not switch from electrocardiogram (ECG) to pressure readings. The nurse stated they encountered issues with the fiber-optic readings and attempted to connect it to the transducer cord, but were still unable to trigger between ECG and pressure mode. The medical staff wanted this option because the patient had coded and received compressions before being placed on the iabp. The medical staff then switched out the iabp for another but still encountered fiber-optic issues. They were, however, able to switch into pressure mode. The patient expired. The facility does not attribute the patient's death to the iabp.